Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device has not been returned to caire for an evaluation. It was reported that the patient was smoking while using the oxygen concentrator. The user manual contains warnings to not smoke while using the device, and the device labeling includes the same warning. If any new information is discovered, a follow-up report will be submitted.

Event description:
The patient was smoking with oxygen on, sustaining 2nd degree burns to 2% of her face and head with partial thickness burns to both hands.